Event description:
The customer stated that he felt his basal rate profiles were programmed incorrectly. The customer stated that he was hospitalized for low blood glucose levels and he is sure that the settings are not correct. The customer stated that he made changes without speaking to the doctor first. Advised to always consult with his doctor prior to making any changes on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.